Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of five submissions from the same event. The others are cc123659 line 204505-00346, cc123659 line 204506-00347, cc123659, line 204507-00348 and cc123659 line 204508-00349. The contribution of the device to the reported event could not be determined as the device remained in the patient therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. A possible cause of this type of event may be a reaction of the patient to the material(s) implanted or used during the implant procedure. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient underwent rotator cuff repair surgery on (B)(6) 2017. Since the surgery, the patient has contracted an infection. No further details, more information has been requested. The following devices were all implanted during this procedure: ar-1927bcf-3 , lot 10139686 , line 204505. Ar-2324bcct , lot 10072581 , line 204506. Ar-2324bcctt, lot 10129532 , line 204507. Ar-2323bcc , lot f132090, line 204508. Ar-2323bcc , lot 10126326 , line 204509.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of five submissions from the same event. The others are (B)(4). The contribution of the device to the reported event could not be determined as the device remained in the patient therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. A possible cause of this type of event may be a reaction of the patient to the material(s) implanted or used during the implant procedure. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient underwent rotator cuff repair surgery on (B)(6) 2017. Since the surgery, the patient has contracted an infection. No further details, more information has been requested. The following devices were all implanted during this procedure: (B)(4), lot 10139686, line (B)(4). (B)(4), lot 10072581, line (B)(4). (B)(4), lot 10129532, line (B)(4). (B)(4), lot f132090, line (B)(4). (B)(4), lot 10126326, line (B)(4).